Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after sensor removal the patient saw signs of infection and sought medical attention. The patient is a registered nurse. While at work patient went downstairs to the emergency room. X-rays were taken and the surgeon was able to remove the wire without surgery. Patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not retuned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation (redness, swelling or pain) at the insertion site. However, a root cause cannot be determined for the reported event.